Event description:
Customer reported that the leak in the syringe where the syringe meets the needle.

Manufacturer narrative:
Investigation in progress.no samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
This supplemental MDR is being submitted to removing the lot 07409056 provided in the initial MDR [3014312726-2025-00202]. The previously reported lot 07409056 was incorrect. The correct lot is 02406108 only.

Manufacturer narrative:
The reported complaint regarding leakage at the needle hub of the sol-m 1ml allergy syringe tray 27g*1/2 was investigated through batch record review, archive sample analysis, and customer sample analysis. No abnormalities were identified in the manufacturing records, archived samples, or returned customer samples. All samples tested met acceptance criteria in visual inspection, clinical simulation, and leakage testing in accordance with iso 8537:2017 annex e. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low. Therefore, the residual risk related to this complaint is deemed acceptable based on the calculated risk priority number.